Manufacturer narrative:
The initial MDR 2432235-2016-00363 was filed on july 8, 2016. Additional information (07/15/2016): the siemens headquarters support center (hsc) reviewed the event. Hsc did not find any issues with the instrument. Review of the data supplied showed a normal reagent and sample delivery, with normal mixing and total bilirubin reaction. The cause of the discordant, falsely elevated total bilirubin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens is investigating this issue.

Event description:
A discordant, falsely elevated total bilirubin (tbil) result was obtained on an advia 1800 instrument. The discordant result was not reported to the physician(s). The customer noticed the elevated result and retested the sample on the same advia 1800, resulting lower. They repeated the sample again on another advia 1800, also resulting lower. It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated total bilirubin result.